Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, there was no reported device malfunction associated with the emboshield nav6. The reported patient effects of occlusion and stroke are listed in the emboshield nav6 instructions for use, as known potential complications associated with carotid stents and embolic protection systems. Based on the case information, a conclusive cause for the reported patient effect(s) of occlusion and stroke, and the relationship to the product, if any, cannot be determined. The reported treatment with medication and prolonged hospitalization appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat the internal carotid artery that is 95-99% stenosed. The emboshield nav6 embolic protection system (eps) was advanced and deployed successfully. Angioplasty was performed and blood flow was noted to be good. An unspecified stent was deployed, followed by a second angioplasty; however, the blood would flow up the common carotid, but once it reached the stent it would stop. Once the filter was retrieved blood flow was restored through the stent and into the brain. It is believed that the deployed filter was causing an occlusion within the stent. The patient was noted to experience small strokes following the procedure and was provided medication. The patient stayed several extra days overnight in the hospital as a result. No additional information was provided.